Event description:
Ciba vision (B)(4) was informed by an eye care professional that a pt had experienced a corneal ulcer in the left eye. The pt reported that the ulcer had developed after she had worn contact lenses past the expiration date. The pt's right eye is not affected.

Manufacturer narrative:
The pt was diagnosed a corneal ulcer by an ophthalmologist. Follow up with the ophthalmologist revealed a central corneal ulcer accompanied with moderate pain. No culture was performed and there was no anterior chamber reaction. It is unk if permanent scarring is noted or expected. There are no visual acuities reported. The pt was prescribed exocrine, desomedine, euronac and vitamin a. There was clinical improvement with presence (after 10 days) of a small corneal scar. The pt will be rechecked in (B)(6) with visual acuity. Ciba vision's package insert for the air optix aqua, (B)(4) dated (B)(4) 2010, states under lens warning precautions: "do not use lenses beyond the expiration date." User was non-compliant with IFU. Product was not received for verification. A manufacturing investigation on affected lot was performed. It was determined that there were no non-conformances that related to the event. (B)(4).